Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. The reported patient effect of emboli (thrombus) as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. Thrombus appears to be related to a combination of challenging patient anatomy and procedural conditions. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the previously filed report, additional information was received that the patient was anti-coagulated before the thrombus was noted; however, the clotting time was not at a therapeutic level. No additional medication was given when the thrombus was noted. The patient does not have a history of a platelet/clotting disorder. The patient had a small left atrium. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the thrombus noted in the device. It was reported that this was a mitraclip procedure to treat grade 3 functional mitral regurgitation (mr). After the steerable guide catheter (sgc) was inserted, it was noted that there was a thrombus in the hemo-stasis valve of the sgc. On echocardiogram, the doctor noted thrombus in the left atrium. The sgc was retracted into the right atrium, thereby withdrawing the thrombus with it. The sgc was exchanged with a coronary 8 french guide catheter and aspiration was performed. An approximately 2cm size thrombus was aspirated out of the guide catheter. The procedure continued with a new sgc. Mitral regurgitation was reduced to a grade less than 1. No additional information was provided.